Manufacturer narrative:
The reported event is confirmed.visual evaluation of the returned sample noted one opened (without original packaging), used (note prevalent yellow discolor and solid brown buildup) silicone foley catheter. Visual inspection of the sample noted the balloon was torn across the entire balloon circumference. Further inspection noted the balloon had no missing pieces. This is out of spec per inspection procedure, which states, "balloon must not be torn."although the reported event was confirmed, the root cause could not be determined.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:" when it is difficult to remove catheter by deflating the balloon( expressed as "removal-difficult case" hereinafter), take appropriate measures according to the following procedures. The following two methods are available for removal-difficult cases. A.) Non-rupture method( sterile water is withdrawn without bursting the balloon.) B.) Balloon-rupture method with balloon-rupture method, fragments of the ruptured balloon may remain in the bladder. Therefore, try non-rupture method first. B.) Balloon-rupture method 1) inject 100-200ml/cc of saline solution warmed to body temperature into the bladder through the drainage lumen, and then inject a large amount of water into the balloon through the inflation with a needle to induce rupture. After rupture of the balloon, irrigate the bladder. " h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out spontaneously. It was later reported per email received from the investigator on 8-jul-19, visual inspection noted the balloon appeared to be burst with no missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out spontaneously. It was later reported per email received from the investigator on (B)(6) 2019, visual inspection noted the balloon appeared to be burst with no missing pieces.